Event description:
A patient's family member reported the patient's bladder was removed, the caller was not sure why they left the implantable neurostimulator (ins) in if the patient had no bladder. The caller reported shocking, there are no traumas or falls that could be related to the issue. The patient plans to follow up with healthcare professional (hcp). The ins was explanted (B)(6) 2016. The patient had shocking and tingling considered to be sudden in nature. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the hcp decided to remove the bladder from the patient. Therefore, devices were no longer needed and explanted. Patient stated everything is ok now. It was indicated that the cause of shocking and tingling was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.